Manufacturer narrative:
(B)(4). Final analysis found the pulse generator to be in back-up, due to a check sum error.

Event description:
It was reported that the pulse generator exhibited backup operation. Device was explanted due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.